Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, it was discovered that the supply bag disconnected without falling which is a known cause of this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution leaked out of a supply line when the solution bag became disconnected. This was noted during dwell five of five of peritoneal dialysis. The caregiver stated that they thought the connection between the supply line and solution bag felt crooked, but continued set-up with those supplies anyway. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.